Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where her ipg was repositioned inside of the same pocket. The patient is no longer experiencing discomfort and is doing wiell postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing discomfort at the ipg pocket site. The patient stated she has been feeling the discomfort for several months and it persists with stimulation turned on or turned off. In addition, the patient's ipg appears to sit at an angle in the pocket site. Subsequently, the patient may undergo surgical intervention to address the issue.